Event description:
The patient complained of pain. During revision surgery the liner was found to be loose. The cup and insert were revised.

Manufacturer narrative:
Eval could not be performed. Device not returned to howmedica rutherford.